Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer also reported receiving no delivery alarms on during basal deliveries. Customer's blood glucose was 413 mg/dl. The customer's blood glucose was treated with a manual injection. Troubleshooting found the customer's bolus deliveries would be stopped by no delivery alarms. Customer also stated their tubing was bent or kinked. The customer did not want to troubleshoot any further. Customer was advised their insulin pump will be replaced. No additional information provided.